Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
60-year-old female underwent CABG and insertion of impella 5.5 via direct implant of the innominate artery. While on support, negative lv placement signal were noted with no affect on patient support. The device was later successfully weaned and explanted without incident. During impella 5.5 support, a negative left ventricular placement signal value was noted. This event was explained by the csc. Patient support continued without issue until the patient was weaned from support. There were no adverse events.